Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent unspecified procedure at c3. During surgery, the cage was inserted and used a punch, the cage cracked. The product came in contact with the patient. No fragments of the cracked part remained in the patient. No patient complications were reported as the result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient underwent anterior cervical fusion at c3-c4, c5-c6.